Event description:
It was reported that while in the cardiovascular lab, the intra-aortic balloon ('iab') was prepped per instruction. The super arrow-flex ('saf') sheath was inserted into the patient's femoral artery. The md could not advance the iab through the sheath and it became stuck at the tip of the sheath. As a result, the iab and the sheath were removed as one unit. The md used a teflon sheath to insert a second iab with success. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.